Manufacturer narrative:
The lens was removed and replaced within the initial procedure. (B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed. The lens was returned with a small cut, which was most probably to make remove and replace process possible. Fibers/particles were observed on lens related to the handling of the unit. Residue of what appears to be viscoelastic was also observed on the lens. The customer's reported event could not be verified. Manufacturing record review: a review of the manufacturing records was performed. There were no discrepancies found during the review. The documentation shows that the production order was manufactured according to specifications. There was no associated deviation or non-conformity reports found in the review related to the report. The lenses were released according specification in compliance with the product intended use as required. A search revealed that no additional investigations have been requested for this production order. Labeling evaluation: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lenses. Based on the results of the investigation, no quality product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was removed and replaced during the initial implant surgery as the capsule tore. The lens was replaced with a model z9002 lens. An incision enlargement and suture were required. Further information provided noted that they assumed the capsule tear was due to patient anatomy and the event was not a product problem. No further information was provided.